Event description:
Boston scientific received information that during the implant procedure there was insulation damage as well as a fracture noted on this right ventricular lead. It was suspected that the insulation damage may have been the result of placing the introducer tip too close to the vein of the patient. The lead was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. Along with this there was also noted a separation of the gore covering from the ma at the distal end of the proximal spring electrode. Separation of the gore from the ma will not impact the functionality of the lead. Laboratory analysis confirmed insulation damage (gore separation) on the lead while a fracture was not confirmed. The lead was electrically continuous.